Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "black substances" were observed in the end of a revaclear 300 during hemodialysis therapy. The device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.